Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of low lead impedance and noise were confirmed in the laboratory via review of device image. Upon receipt, the device was in bvvi mode due to a power-on reset (por). The por was due to an anomaly on the hybrid. The root cause of the low lead impedance and noise were due to an intermittent component connection on the hybrid.

Event description:
It was reported that the patient was experiencing presyncope and presented in the emergency room. Noise was observed on the rv and ra channels. Low, out of range lead impedances were also noted. Device was explanted and replaced.